Manufacturer narrative:
Device evaluation summary: as received the pump reservoir had fluid and was running in simple continuous infusion mode. Analysis of the pump found ¿no anomaly¿. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (5000 mcg/ml; 1000 mcg/day). The patient's indication for device/therapy use was listed as intractable spasticity. The patient's medical history or additional medications taken at the time of the event were not provided. Beginning on an unknown date, the patient experienced intermittent signs of withdrawal and overdose. The pump was considered to have failed. It was unknown what led to the event, if any troubleshooting/diagnostics were performed, or if any interventions were taken to resolve the issue. However, it was noted that the pump was replaced on (B)(6) 2016 and the issue had been resolved as of the date of this report. It was planned to have the explanted pump returned to the manufacturer, but the hospital was currently in possession of the pump. The patient's status at the time of the report was alive - no injury. Information regarding the when the patient's symptoms began, cause of the event, medical history, and other medications taken at the time of the event was not provided. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.